Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - (B)(6) reported rio was failing registration at 5-10mm during a pka case. Rio registration performed and failed after each test. Fse performed presurgery. Check to ensure all fisso disks and arrays are properly seated. Camera lens clean. Performed auto arm accuracy, configuration file check, all pm checks, and kin cal both left and right side. Used different end effectors, 4 sets. Load upgraded application software. Verified correct version of crisis running in cpci. Verified correct ee constants in log files. Sent log files to engineering, no discrepancies found. Passed combined accuracy. Reloaded calibration ee and calibration bar constants. Performed kin cal on both left and right side. Successfully performed rio registration. Case type: pka. Dr. (B)(6) bailed to total knee using zimmer after trying stryker pkr and not liking instrumentation. Delay of >30 min. Was procedure completed manually? No. Didn't like mako manual instruments or stryker pkr instruments.

Manufacturer narrative:
Reported event: rio was failing registration at 5-10mm during a pka case. Device evaluation and results: (B)(4) - mps (B)(6) reported rio was failing registration at 5-10mm during a pka case. Rio registration performed and failed after each test. Fse performed presurgery. Check to ensure all fisso disks and arrays are properly seated. Camera lens clean. Performed auto arm accuracy, configuration file check, all pm checks, and kin cal both left and right side. Used different end effectors, 4 sets. Load upgraded application software. Verified correct version of crisis running in cpci. Verified correct ee constants in log files. Sent log files to engineering, no discrepancies found. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the issue was observed during the case and resulted in a conversion to manual. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4) - mps (B)(4) reported rio was failing registration at 5-10mm during a pka case. Rio registration performed and failed after each test. Fse performed presurgery. Check to ensure all fisso disks and arrays are properly seated. Camera lens clean. Performed auto arm accuracy, configuration file check, all pm checks, and kin cal both left and right side. Used different end effectors, 4 sets. Load upgraded application software. Verified correct version of crisis running in cpci. Verified correct ee constants in log files. Sent log files to engineering, no discrepancies found. Passed combined accuracy. Reloaded calibration ee and calibration bar constants. Performed kin cal on both left and right side. Successfully performed rio registration. Case type: pka. Update per mps 7/20/17: dr. (B)(4) bailed to total knee using zimmer after trying stryker pkr and not liking instrumentation. Delay of >30 min. Was procedure completed manually? No. Didn't like mako manual instruments or stryker pkr instruments.